Event description:
Teletronics meta iii minute ventilation rate adaptive cardiac pacemaker erroneously interpreted as/3 patient monitor's respiration rate measurement (bioelectric impedance measurement) resulting rise in the pacing rate of the pacemaker and subsequently decrease in blood pressure of the patient. The patient recovered spontaneously after disconnection from the monitor. No negative outcome on the patient was reported.